Event description:
Info received indicates the nurse call is not working.

Manufacturer narrative:
The tech found loose pins on the communication cable. The tech repaired the pins and installed a cable saver to repair the bed.